Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that fracture was observed on the right atrial lead, the patient was asymptomatic as a result. It was noted that the patient did not want to replace the lead. The lead remains implanted but programmed off.